Event description:
It was reported that the patient was charging the ipg longer. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for over the last six months from the date manufacturer became aware of the event.